Manufacturer narrative:
Strip lot producing result of 1.9 inr: 358 a g12, 1/08. Strip lot producing result of 2.5 inr: 298a e17, 10/07. Strip lot producing result of 3.6 inr: 360a h8, 1/08.

Event description:
Caller states that the patient was tested 4 times during duplicate testing on the same device: 1.9 inr, 2.5 inr, 3.6 inr, 3.5 inr. Caller states that a lab drawn within 10 minutes returned with a result of 2.7 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.